Event description:
It was reported that the implantable cardiac monitor was having episodes of false asystole due to undersensing. It was further reported that there were episodes of both oversensing and undersensing r waves. The device sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.